Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins). Rep said patient reported not feeling stimulation at times, it appeared to be at random. Rep confirmed adaptive stimulation wasn't on. Rep checked impedance with patient leaning forward and arching backward, impedance was under 1k ohms, normal. Technical services(ts) advised rep to have patient document when stimulation turns off, patient is to use the patient programmer to confirm stimulation level and therapy status and body position that patient might be in when he stopped feeling stimulation. Discussed position changes as the cause of stimulation changes.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.